Event description:
It was reported that the device was losing connection with the mobile transmitter while sending remote transmissions. The patient was seen in clinic, but the issue persisted. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.